Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces found during failure analysis. Pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 152 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.